Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia led to hospitalization for 12 hours [hyperglycaemia], device issue [device issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 165 cm. Patient's weight: 60 kg. Patient's bmi: 22.03856750. This serious solicited report from egypt was reported by a consumer as "hyperglycemia led to hospitalization for 12 hours(hyperglycemia)" with an unspecified onset date , "device issue(device issue)" with an unspecified onset date and concerned a 13 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) (20 to 25 at each meal) from unknown start date for "type 1 diabetes mellitus". Dosage regimens: novopen 4: novorapid penfill: current condition: type 1 diabetes. Concomitant medications included - tresiba penfill(insulin degludec). On an unknown date, a week agoor 10 days ago, the patient experienced hyperglycemia which led to hospitalization for 12 hours. On an unknown date but about 3 years ago or 2.5 years ago patient started using novopen 4 on an unknown date patient blood glucose was 425 (units were not reported). Batch numbers: novopen 4: mvg8e51. Novorapid penfill: asku; action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia led to hospitalization for 12 hours(hyperglycemia)" was not recovered. The outcome for the event "device issue(device issue)" was not recovered. Reporter's causality (novopen 4) - hyperglycemia led to hospitalization for 12 hours(hyperglycemia) : probable device issue(device issue) : probable. Company's causality (novopen 4) - hyperglycemia led to hospitalization for 12 hours(hyperglycemia) : possible device issue(device issue) : possible. Reporter's causality (novorapid penfill) - hyperglycemia led to hospitalization for 12 hours(hyperglycemia) : unknown device issue(device issue) : unknown. Company's causality (novorapid penfill) - hyperglycemia led to hospitalization for 12 hours(hyperglycemia) : possible device issue(device issue) : possible. Since last submission of the case the following has been amended : on 10-may-2024 it was identified that case narrative was generated for spontaneous cases insted of solicited case, hence correction was filed. Since last submission the case has been updated with the following: patient height, weight and date of birth was updated. Medical history was updated. Lab data was updated. Suspect was updated. Concomitant dosage regimen was updated. Amr comment added. Narrative was updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes:

Event description:
Case description: investigational results: novopen 4; batch number: unknown. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Novorapid penfill; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: invesitigational results were updated. Relevant fields updated in EU/ca tab and device addendum tab. Imdrf codings were updated narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: final manufacturer's comment: 24-jun-2024: he suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Name:novopen 4; batch number: unknown. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.